Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported event; migration of the suprarenal cuff, endoleak type ii from the l4 lumbar, and aneurysm enlargement. Clinical evaluations was unable to find substantial evidence to support the following reported events; explant. Additionally there was evidence to reasonably support the following observation; dilation of the suprarenal cuff, and endoleak type ia as a result of the migration. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal and migration of the suprarenal cuff was related to the off label neck length, conical neck shape, and malposition (low) of the cuff at implant. Additionally, there was dilation of the suprarenal stent by 20% which likely contributed to the event. There were no additional procedure related issues. Associated clinical harms for this device failure included: aneurysm enlargement; type ia endoleak, and surgical conversion. There was no device related issue involving the persistent type ii endoleak, this cautionary product use condition of patent lumbar arteries, likely contributed to the clinical harm: type ii endoleak. The final patient disposition was unknown, there have been no additional negative patient sequelae reported. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
On 07/11/2017 we were made aware that the patient underwent an explant completed on (B)(6) 2017. The patient is reported to be doing well post procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014 an afx system was used to treat a patient with an abdominal aortic aneurysm. Approximately 3 years post-op, a follow up CT showed aaa enlargement to an unknown size and the proximal extension appears to have slipped from the neck. In addition, there is evidence of a type 2 endoleak. A re-intervention is scheduled for (B)(6) 2017. As of the date of this report, there have been no patient sequelae reported.